Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored a red alert for high out-of-range shock impedance. Technical services (ts) was consulted and requested the patient perform a patient-initiated interrogation (pii) for further analysis. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.